Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. It was reported by a medtronic representative that there is suspected user error from a boom light blocking the view of the led on the imaging system. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a red tracking indicator appeared for the imaging system on the navigation system. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. The site was able to track the imaging system although the red led was displayed. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.